Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed and the display was still blank. The battery was changed with no results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. A corroded motor, keypad, and a cracked reservoir tube was found during visual inspection.